Event description:
A 72-year-old female underwent attempted thrombectomy with the inari flowtriever system due to preexisting bilateral pulmonary embolism (pe). The patient had a hip fracture and surgery one month prior to the thrombectomy and presented as an intermediate-high risk patient. During an aspiration with the triever16, the patient experienced an acute onset of chest pain and massive hemoptysis. The patient rapidly progressed to asystolic cardiac arrest. Angiography was performed which revealed perforation of the distal segment of the left main pulmonary artery. Occlusion of the proximal artery was performed with a balloon and selective intubation was performed to exclude the left pulmonary artery and main bronchus. Advanced cardiac life support was performed for 40 minutes, but efforts were not successful in obtaining spontaneous circulation and unfortunately the patient expired.

Manufacturer narrative:
The inari device was discarded by the user facility and was not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's death was the result of inadvertent cardiac perforation. Cardiac perforation, vessel dissection/perforation, cardiogenic shock, and death are listed in the device labeling as potential complications / adverse events. Manufacturer reference #: (B)(4).